Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012683461 was returned and analyzed. Visual inspection of the shaft area was performed. No anomalies were identified. The shaft was intact with no apparent issues. Visual inspection of the handle area identified a kink at the side port tube. Leak testing was performed; all performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issues. The syringe pressure test was conducted at a flow rate 2ml/min, and the pressure the system recorded was within specification. Verification testing confirmed that the tubing continues to allow fluid flow and that the device functions as intended. In conclusion, the sheath failed the returned product inspection due to a side port tubing kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during room preparation for a procedure, the flexcath contour sheath would not flush correctly due to plastic being stuck in the stopcock, and the product was found to be damaged. The issue was identified while prepping the sheath, prior to patient presence or treatment. The sheath was removed and replaced with a new flexcath contour for the planned pulsed field ablation case. There was no patient involved.